Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument sealed badly for half the procedure and then stopped sealing completely. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.